Event description:
It was reported that a new ilet user experienced hyperglycemia to 327 mg/dl after eating an unannounced sandwich and subsequent hypoglycemia while on a roller coaster, with education provided that missed meal announcements can trigger more aggressive automated corrections before the system has learned individual insulin needs. Symptoms included hyperglycemia, hypoglycemia with fingerstick glucose as low as 54 mg/dl accompanied by shakiness and diaphoresis. Outcomes included treatment of hypoglycemia with 15 grams of fast-acting oral carbohydrate, improvement of fingerstick glucose to 65 mg/dl, and sensor glucose rising to 75 mg/dl without need for emergency services or hospitalization. Investigation included remote troubleshooting and user education regarding proper use of ilet meal announcements and hypoglycemia management. Investigation of this case revealed user error related to a missed meal announcement in a new pump user, with expected device behavior of the automated correction algorithm contributing to the subsequent low. It was concluded, based on previously established findings for similar reports, that the cause was use error due to a missed meal announcement, with appropriate device performance and no device malfunction.